Event description:
Report received of an over-delivery. The pump was received in the customer's biomedical engineering department with an unsigned note that read, "rate is too fast. Rate of 110 infused in one minute". There was no tracking information available, in order to obtain specific patient or event details. Though requested, there was no further information available.